Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Manufacturer narrative:
The allegation is against 1 of 2 leads; however, it is unknown which lead, therefore, all potential components are being listed. Additional components potentially involved in the event include: common device name: scs trial octrode lead, model: 3086, UDI: (B)(4), serial: (B)(6), batch: a000158362.

Event description:
It was reported during a trial procedure on (B)(6) 2024, patient experienced numbness in arms and legs. As a result, the procedure was aborted, and both the trial leads were explanted to address the issue. It is unknown which lead caused/contributed to the issue.